Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the target vein was cannulated by the left ventricular (lv) lead and the soft guidewire without a balloon catheter. Several vein insertion attempts were performed without success so the soft guidewire was exchanged for a medium guidewire. Another insertion attempt was made with the medium guidewire with no success so contrast imaging was performed and a dissection at the ostium of the target vein was confirmed. The procedure was stopped and the lv lead was not implanted. The patient received a device with a capped lv port and another lv lead position procedure is anticipated. The patient was in stable condition. Related manufacturer report number: 2017865-2017-07284.